Event description:
Consumer stated the heating pad caused 2nd or 3rd degree burn to buttocks and thigh.

Manufacturer narrative:
Unable to verify whether adverse event due to unit defect or user error.